Event description:
Explanting physician reported a right side device rupture discovered by ultrasound. The device has been removed and replaced.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken shell, red particles on the surface of the shell. A microscopic analysis was performed which identify sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on radius assessed as unidentified (tear) opening.

Event description:
Explanting physician reported a right side device rupture discovered by ultrasound. The device has been removed and replaced.